Event description:
(B)(4): it was reported that while stimulation is turned on the patient had not felt good since she had her deep brain stimulator implanted. It was noted that the patient 'felt like she got old overnight.' It was further reported that the patient's symptoms have improved but when she talks she feels 'like I am on the outside talking in, and kind of a dopy feeling.' It was reported that the patient could not move around as well as before and could not 'take the stairs very well.' The patient reported that her "voice is affected but that was not a major problem." It was noted that this occurred after her device was turned on. The patient was reportedly working with her health care provider and has gone to an appointment every month for reprogramming for the two years prior to the date of the report and has only skipped a few appointments. The patient reportedly could not 'seem to bypass this feeling.' It was further noted that the patient did not know if she felt normal when the device was off because her neck gets so bad that she is 'too concerned' and that she 'just needed it for help with the neck.' (B)(4): it was later reported that the patient wanted a second opinion to help get her settings right.

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3389s-40, lot# v713591, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot# v713591, implanted: (B)(6) 2011, product type lead. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).